Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device displayed "pace defib device failure", "defib disabled" and "pacer disabled" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the log showed a pd reset and defib/pacer failure during patient monitoring. This type of reset is a soft reset of the pd engine in order to start up in normal operation. We have seen similar experiences caused by external interference (e.g., rain rfid emitters) with no specific harm to the device. Based on teh device log review, root cause could not be established. Analysis of reports of this type has not identified an increase in trend.